Event description:
Literature: saint-cyr ja, trepanier ll, kumar r, lozano am, lang ae. Neuropsychological consequences of chronic bilateral stimulation of the subthalamic nucleus in parkinson's disease. Brain 2000; 123(pt 10): 2091-2108. Summary: this article presents a study of eleven pts who were assessed prior to the procedure and then twice after the procedure at 3-6 months and at 9-12 months post operatively. The study was designed to evaluate pts with advanced idiopathic parkinson's disease in two age groups and to provide longitudinal data with regard to their neuropsychological functions subsequent to bilateral stn dbs treatment. Reportable event: with regard to one pt, it should be noted that the resulting post-operative neuropsychological profile was somewhat atypical compared with the other pts. This pt experienced frontal lobe related personality changes (i.e poor social judgement, disinhibition) as endorsed by the pt and spouse consistently over time postoperatively, (how much insight the pt initially had was questionable). These changes were sufficiently noticeable to cause disturbance of family and social interactions. Furthermore, this pt did not show the typical declines in verbal fluency and conditional associative learning, nor did he display the faster finger tapping, weaker grip strength and increased difficulties with bimanual co-ordination more often seen in the other pts in this study. Reference MFR report #3007566237200908224.